Event description:
The customer reported a ventilator displayed two incidents of a 1111 diagnostic code, thus indicating a check vent: oxygen device failed. Additionally, the touchscreen was identified to be damaged. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the fse who confirmed the reported malfunctions. Additionally, the fse confirmed that the touchscreen was damaged due to shipment from the hospital. The philips international field service engineer (fse) replaced the oxygen valve and touchscreen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Although requested to be returned, the removed component was not received for evaluation at this time. An update report will be submitted if the part is received and evaluated.

Manufacturer narrative:
(B)(6).